Event description:
Meter name: surestep enhanced. Strip name: lifescan. Meter code: 5. Strip code: 5. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 150 mg/dl.. The result on the doctors meter was unknown. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further information has been reported.